Event description:
It was reported that the ventilator stopped working and a technical error which indicated a communication error was displayed. There was no patient harm reported. Manufacturer reference # : (B)(4).

Manufacturer narrative:
(B)(4). The investigation of the returned control cable has been completed. The control cable is attached between the main unit of the ventilator and the panel. The control cable was installed in a reference system for simulated use testing. The cable was also electrical measured. The returned control cable worked according to its specification, i.e. No malfunction. In the hospital there has been confusion which ventilator that actually was involved in the event that occurred during the night shift. Therefore we have received log files from two different ventilators. Our conclusion is that none of the ventilator was used during the night and there is no indication of the reported stop of ventilation. We have found an internal communication issue with the barometer in one of the ventilators. In this investigation it could not be confirmed that the ventilator has stopped working.

Event description:
(B)(4).